Event description:
The ge oec 9600 fluoroscopy system displayed iris pot error message.

Manufacturer narrative:
A ge service rep investigated the issue and removed the collimator and re-seated the connections. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.